Event description:
It was reported, the camera head exhibited "image problem." The issue happened during inspection and prior to an unspecified procedure. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted for additional information based on legal manufacturer's final investigation results and correction. Corrected fields: d4 (serial number); d4 (primary UDI number). Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. The image problem was due to a shortage in the cable. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to component failure. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head exhibited "image problem." The issue happened during inspection and prior to an unspecified procedure. There was no report of patient harm associated with the event.